Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that son had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with manual injection. Customer's mother believes the high blood glucose was caused by her son not pump. Customer was offered to troubleshoot but mother declined. The customer reported via phone call indicating that the insulin pump had keypad anomaly and damage. Customer's blood glucose at time of incident was unknown. Customer stated the esc button is not working and pump fell and got smash and now has an ink blotch in the screen. Customer was advised that pump will be replaced due keypad issue.

Manufacturer narrative:
The insulin pump was received with cracked bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify blank display and button keypad unresponsive due to cracked bleeding lcd. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.